Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-02049. The patient has only one lead implanted. As it is unknown which of the two leads pertains to the issue, both leads in the manufacturer's device database are being reported. It was reported the patient experienced ineffective pain relief despite multiple reprogramming attempts. Subsequently, surgical intervention was undertaken on (B)(6) 2018 to explant and replace the lead with a paddle lead.